Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump is not delivering insulin. It was stated that the customer experienced high blood glucose for about a week; then the settings were adjusted and the blood glucose value is over 400 mg/dl. Troubleshooting could not be performed as the customer did not have the insulin pump with him. It was advised that the customer gets in contact when having the device available. Nothing further reported.